Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had multiple underlying conditions and was septic. The infection was identified through bloodwork. The implantable cardiac defibrillator (ICD) and left ventricular (lv) lead were explanted due to the infection. The physician did not indicate whether the infection was related to the device or the implant procedure, however, the physician noted that the pocket site did not appear to be infected. The patient remained stable throughout.